Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and the results were inconclusive analysis -incomplete.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. (B)(4).

Event description:
It was reported that the device had early battery depletion and the patient heard an alert. The device was removed and replaced. No patient complications have been reported as a result of this event.